Event description:
It was reported that the device was stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 6f guidezilla ii was selected for use. During the procedure, it was noted that the device became stuck in the proximal lad. The device was removed from the patient with the assistance of a balloon device. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the diameter of the vessel at which point the guidezilla was stuck in the lesion was 3.5mm.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present within the shaft of the device. There was no damage or irregularity to the device. Product analysis failed to confirm the reported event as there was no damage present to the device and the clinical circumstances could not be replicated.

Event description:
It was reported that the device was stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 6f guidezilla ii was selected for use. During the procedure, it was noted that the device became stuck in the proximal lad. The device was removed from the patient with the assistance of a balloon device. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.